Event description:
It was reported the camera head joint was loose. The issue was identified during preparation for use for an unspecified procedure. No patient harm reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head joint was loose. The issue was identified during preparation for use for an unspecified procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the investigation results, no non-conformances were found related to this complaint. Olympus will continue to monitor field performance for this device.